Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performance and no anomalies were found.

Event description:
It was reported that during the implant procedure, the lead had a drop in r-waves and required repositioning. Post implant, the lead continued to show decreased r-waves. The decision was made to explant the lead and it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.